Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe leaked. This occurred on 4 occasions during use. The following information was provided by the initial reporter: during the washing of cvc and PICC, liquid (saline) came out from the back of the syringe perhaps due to an ineffective sealing of rubber. All affected syringes were from the same lot and from the same pack.

Manufacturer narrative:
Correction: this complaint was opened under the pas division and will be cancelled. It belongs to the mps division. This is a duplicate complaint of pr# (B)(4) that is being reported for malfunction.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe leaked. This occurred on 4 occasions during use. The following information was provided by the initial reporter: during the washing of cvc and PICC, liquid (saline) came out from the back of the syringe perhaps due to an ineffective sealing of rubber. All affected syringes were from the same lot and from the same pack.